Event description:
The customer reported the nozzle of the evis lucera elite colonovideoscope was clogged. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found there was foreign material exiting the nozzle. The report is being submitted due to foreign material in the nozzle found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The foreign material was not identified. The specific root cause of the foreign materials being stuck in the nozzle could not be determined at this time. Olympus will continue to monitor field performance for this device.